Event description:
It was reported that the dexcom g7 sensor signal was lost to the ilet while readings continued to display in the dexcom app, and the sensor subsequently paired to the ilet during the call; education was provided that the dexcom app can serve as an additional source for glucose monitoring. Symptoms included no reported adverse physiological effects. Outcomes included no reported clinical impact, no alerts or alarms, and no hospitalization. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed successful reestablishment of communication between the sensor and the ilet after pairing, with no device damage observed or reported. It was concluded that the event involved a transient communication issue resolved through pairing, with no patient harm and no further action required.